Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the battery life ended in approximately (B)(6) 2017. The patient had been scheduled for replacement but decided not to go through with it. The pump was explanted at that time. No further complications were reported.

Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's pump "broke" and was replaced. The patient had a personal therapy manager (ptm) with this pump and her doctor didn't give her a ptm after the replacement. There were no reported symptoms. No further complications were reported.